Manufacturer narrative:
A ge service rep performed an on site investigation. The interconnected cable was roughed away from the cooling fan during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported the system had a communication error. This error may result in a system lock up, no boot, or shut down situation. There is no report of injury or death associated in this event.